Event description:
It was reported that during the implant procedure of this lead there was low threshold measurements. When the lead was repositioned the helix mechanism would not retract. The physician attempted another lead but experienced high threshold measurements and the helix mechanism would not retract. A new lead was successfully implanted. No adverse patient effects were reported.